Event description:
The patient reported his catheter came loose. The patient didn¿t remember when it came loose but thought maybe it was in (B)(6) 2007. The patient started getting headaches. The catheter was leaking fluid. The patient went in to the hcp to have it revised and within 3 days it was healed correctly. The pump was used to deliver bupivacaine and morphine. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
(B)(4).